Event description:
It was reported that the patient underwent a one level spinal surgical procedure using a plate and vertebral body replacement. It was reported that in the process of placing the plate the threads of the post were damaged due to the plate not being the correct size needed. This resulted in the locking nuts not being able to thread onto the post. The screws were removed and replaced with new screws but the surgeon felt that the bone quality was too poor and decided to abort plating leaving the vb replacement as a standalone. No patient complications have been reported.

Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The part numbers used in this case were 99916555 and 99915555. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.